Event description:
It was reported the patient could only get the bottom light to come on the right side deep brain stimulator (dbs). It was noted with the left side, all of the lights came on. It was stated they had another patient programmer and they had checked it with that but it was the same thing. It was noted the patient was in respite care for 6 days. It was stated when the patient got home ¿they didn¿t seem with it.¿ it was noted after a good night sleep the implantable neurostimulator (ins) was checked the night prior to report and that is when they noticed the status lights. It was stated once before when the patient had come back from respite care they were told that both of the patient¿s ins¿ were off. It was noted they would check the ins after every respite care visit. It was stated they would see their health care professional one week following report. It was stated they were unable to adjust stimulation. It was noted the patient as in the fridge a couple of weeks prior to report and had to reach far back for something. It was stated they inquired if that could have had something to do with the ins turning off. It was further reported the cause of the event was a dead battery. It was noted it was normal battery depletion. It was stated a bilateral ins replacement/battery change occurred the day following its discovery. It was noted the patient required hospitalization due to the event.

Manufacturer narrative:
Concomitant products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3389-40, lot# j0337635v, implanted: (B)(6) 2003, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3389-40, lot# j0337612v, implanted: (B)(6) 2003, product type lead. (B)(4).